Event description:
A malfunction alarm with code malf 12 was reported for the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction code recurred, leading technical support to arrange a pump replacement. The customer will use multiple daily injections (mdi) as a backup insulin therapy and was instructed on returning the faulty pump using a pre-paid label.